Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5169742.

Event description:
A voluntary MDR report was received on 05/13/2025. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the back of upper arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR, product was received on 5/15/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2025-129384 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.